Event description:
It was reported by the user's caregiver that the charger for the ilet system displayed a persistent flashing indicator and failed to charge the pump despite attempts with multiple outlets and repositioning. The flashing persisted when a smartphone was placed on the charging pad, suggesting a charger malfunction. Symptoms included none. Outcomes included replacement supplies shipped. Investigation included customer interview and troubleshooting by phone. Investigation of this case revealed that the charging accessory likely malfunctioned. It was concluded, based on previously established findings for similar reports, that the event was related to a charger malfunction and a replacement was provided.